Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was not able to lock in place when inserted into the insulin pump. Customer¿s blood glucose was 219 mg/dl. Customer stated that insulin pump had crack on reservoir compartment and also had chipped reservoir compartment. Customer mentioned that customer went to change the reservoir and the top of reservoir compartment was completely chipped and the gasket also fell off and now the reservoir was unable to stay in place. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.